Event description:
Customer reported that their blood glucose readings have been high lately due to being sick. Customer stated that his blood glucose reading was 457 mg/dl and has treated with the insulin pump. Customer stated that the insulin pump went into threshold suspend and made a short sound and then went to vibrate. Customer mentioned that notification changes sometimes from one tone to two tones. Customer's blood glucose reading at the time of the call was 297 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.